Event description:
It was reported that an attachment device had a cutter device "stuck inside of it". It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the complaint was substantiated. The reported condition was confirmed. The root cause was determined to be normal wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.